Manufacturer narrative:
(B)(4). This complaint for a use error, failed to follow therapy steps was confirmed based on the home patient (hp) stating that they changed the cassette after receiving an alarm, however, they were still using the same bags. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a use error which occurred on the homechoice (hc) during a check lines and bags alarm. The hp stated that they changed the cassette but was still using the same bags. The tsr advised the hp to cycle the power and restart the setup with all new supplies.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). On (B)(4) 2011, product surveillance contacted the caregiver (cg). The cg stated the hp was connected at the time of the alarm. The cg was made aware that starting over with the same supplies is not proper procedure. There was no report of injury or medical intervention. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.